Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. No unexpected low battery alarm, battery out limit or failed battery test alarms were noted. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Event description:
Customer reported hospitalization due to high blood glucose reading. Customer states that there is a battery out limit alarm and followed by a failed battery test. Customer also states that the last blood glucose reading was 6.8 mmol/l. Nothing further reported.